Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a sensation snare was used during a colonoscopy procedure. According to the complainant, during the procedure, a large and pedunculated polyp was attempted to be removed; however the snare would not cauterize the polyp. It was confirmed that the cautery pin was securely attached to the handle. The active cord was switched out without any success. The snare was removed from the patient and another sensation snare and another endostat generator were used to complete the procedure without any issues. The first endostat generator and active cord were tested after the case and worked fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a sensation snare was used during a colonoscopy procedure. According to the complainant, during the procedure, a large and pedunculated polyp was attempted to be removed; however the snare would not cauterize the polyp. It was confirmed that the cautery pin was securely attached to the handle. The active cord was switched out without any success. The snare was removed from the patient and another sensation snare and another endostat generator were used to complete the procedure without any issues. The first endostat generator and active cord were tested after the case and worked fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. It was reported that the lot number could either be 15513873, 15151524. Therefore, the manufacture and expiration dates for lot number 15513873 is 14sep2012 and 12sep2015 respectively. The manufacture and expiration dates for lot number 15151524 is 17apr2012 and 13apr2015 respectively. (B)(4). The customer returned two devices from the procedure, but could not confirm which was the complaint device. Both returned devices will be evaluated. Upon completion of the failure analysis, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
No visual or functional issues were noted to the complaint device. The unit passes the electrical test and was within specifications. The reported complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.